Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1894 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient underwent chemotherapy for endometrial cancer, and was placed through a peripherally intubated central venous catheter on (B)(6) 2022. Using this product, the catheter nurse found that the connector was not fastened tightly and was easy to loosen during preoperative inspection, so it was replaced immediately. No adverse effects on patient.